Manufacturer narrative:
A review of the returned test cuvettes from the customer showed no other foreign objects were found. Accriva diagnostics has initiated a recall per 21 cfr 806. Accriva has requested all data required for form 3500a, fields for which data were not obtainable or are not applicable are intentionally left blank: a2-a6, b2, b6-b7, d6-d7, d10, f1-f14, g5, h2, h9-h10.

Event description:
Accriva diagnostics, inc. Has identified that an inadvertent foreign object was included in at least one (1) sealed pouch of hemochron activated clotting time low-range (act-lr) test cuvettes, lot number e5jlr132. The foreign object has sharp edges and could pose a risk of injury for users handling the product if this issue were to re-occur. Currently, there is no indication that any other lots of hemochron test cuvettes are impacted by this issue. To date, no adverse events or injuries have been reported, and only a single customer complaint regarding this issue has been received.